Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported customer was hospitalized with low blood glucose of 22 mg/dl after customer would not wake up, despite being given a shot of glucagon. She slipped into a coma. The customer's parent also stated that customer's blood glucose was unstable, both high and low for two years, and had caused customer to have grand mal seizures. Customer's parent reportedly treated the customer and she was not hospitalized. Troubleshooting was declined.